Event description:
It was reported that during the implant procedure the lead's helix spontaneously extended and then retraction was impossible. It was also noted that the lead was removed and a helix advance and retraction check performed outside the body found that the helix did not retract smoothly and extended after twenty turns. The lead was replaced with a new lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.